Event description:
Plaintiff reports initial bilateral implantation 5/30/73 with explant 5/5/76. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.